Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported from picu that the alaris pumps running the patient's two sedatives and paralytic failed during a line change for the patient with a high risk airway and halo brace. The clinician restarted the vecuronium and precedex infusions at the previous rates, but could not recall the dose for the dilaudid infusion. The nurse checked the mar and saw that the dilaudid was ordered for 3 mcg/kg/hr, and that no titration range was included in the order dose. The other two drips had titration ranges in the order dose, therefore the nurse assumed that meant the dilaudid was ordered for a specific dose. The nurse noted that the prior dose had been 8, not 3. Although requested, further information was not provided.